Event description:
A customer reported that the gantry was moving slowly during a laser assisted cataract procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The objective spring tension was adjusted to address the reported issue. The system was tested and found to meet product specifications. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the event can be attributed to an out of calibration tension of the objective spring. How or why the spring tension went out of tolerance, cannot be conclusively determined. (B)(4).